Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective/loss of therapy in the right side. Impedance check revealed high impedances on all contacts of one of the leads. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Investigation was unable to determine which lead had the high impedance.

Event description:
Additional information received indicates that therapy was restored post operation.

Manufacturer narrative:
Corrected data: a4.